Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient felt the ipg was moving. The patient underwent a revision procedure wherein the ipg was inserted into a mesh pouch which would keep it stable. The ipg pocket remained in the same location. The patient was doing well postoperatively.